Manufacturer narrative:
Ge rep evaluated the system and replaced the fluoro functions board and generator interface board, reloaded calibration files and retaped the isolation transformer to match incoming voltage. System operates as intended.

Event description:
The customer reported, the system locked up. No pt injury was reported.